Event description:
The pt felt jolting and no stimulation. The impedances were okay. The extension was replaced. There was no pt injury.

Manufacturer narrative:
The extension has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.